Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found a broken conductor wire from the fenestrated bipolar forceps (fbf) instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing out of the ordinary noticed. The issue occurred during the procedure, but no detailed information was provided. The instrument was not contacting with the tissue. Full breakage of the conductor wire was observed. There was no loss of cautery associated with the broken/loose cable. No signs of thermal damage at the site breakage was observed and no arcing occurred. There were no instrument collisions that occurred during the procedure. No fragment fell inside the patient. No patient information was provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.